Manufacturer narrative:
The report of a screen ¿whiting out¿ was confirmed during functional testing. The issue was reported to be for the device screen ¿whiting out¿ and it was determined that the user was referring to the pcu screen and not the pump module screen. The display did appear light when received, however the display was able to be corrected by adjusting the display contrast ¿darker¿. The pcu and pump module were allowed to run for 24 hours after adjusting the display contrast and the display did not revert to a lighter display on its own. The device was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
It was reported that pump had ¿white out¿ screen but still used. There was no patient harm.